Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device is being forwarded to the manufacturer for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/08/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the technician was able to confirm the device powers on and provided airflow. During review of the error logs, technician determined that the device error log showed 4 errors logged. During the investigation technician observed the control knob was missing. Dried liquid spots were observed on the top enclosure. Small scratches were observed on the top enclosure. Dust-like contamination was observed on the right side panel, in the air inlet, on the interior side of the top enclosure, on the pca, on and under the blower cap, on and in the blower motor, on and underneath the blower housing, on the sound abatement foam, and in the bottom enclosure. Technician observed unknown damage to the warning label. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory is unable to directly address the symptoms outlined in the complaint. Box d and h was updated in this report.